Event description:
It was reported that the patient presented complaining of intermittent dizziness starting about 24 hours after their most recent generator upgrade. Upon further analysis, intermittent ventricular non-capture was noted. In addition, with manipulation of the right ventricular (rv) lead within the pocket, there was loss of output consistent with a lead fracture. A lead conductor fracture was later observed visually. The rv lead was capped and replaced successfully. The patient is participating in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 121996 competitor implantable pulse generator (ipg) implanted: 2000-(B)(6). (B)(4).